Event description:
After performing a surgical ablation procedure, during clean up, the pt appeared to have a rectangular burn on the perimeter of the ground pad on the back end [buttocks].

Manufacturer narrative:
Additional information was received on 02/28/08 by the performing physician via e-mail which stated "that the ground pad on this pt was inappropriately placed which was the cause of the burn". Based on our simulated in-vivo study and the physician's feedback, we believe the most probable cause is related to a compromised pt to ground pad contact during the procedure and is not related to the cardima ablation system devices or it's accessories.